Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2013. The patient obtained a blood glucose result of ¿237 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medications (type/ amount not specified). Based on the alleged result, the patient reportedly increased his usual dose of medications (type/ amount not specified). About 4 hours later, the patient claimed he felt a symptom of ¿unconsciousness.¿ someone reportedly found the patient and assisted him with taking food and/ or drink as treatment. The patient denied testing his blood glucose with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.